Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose elevated above 180 mg/dl for approximately three hours, peaking at 276 mg/dl. After changing infusion supplies the same morning, the user observed no leaking. Supply checks indicated proper function, and a device report showed glucose trending down after the peak. Symptoms included hyperglycemia. Outcomes included no alert or alarm activation, no injury, and no hospitalization. Investigation included review of device data with user-guided troubleshooting and education. Investigation of this case revealed no device malfunction identified and no component issue observed, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.